Event description:
It was reported that this right ventricular (rv) lead was found dislodged. Patient came back to the hospital post implant with a swelling at the incision site. This lead was surgically repositioned without complications and hematoma was evacuated. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.